Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an illuminator hardware fault, per the toolbox. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include product ID: 9735339r, lot number: p722446 g2: foreign country - italy h3/h6: the system was serviced in the field and the camera was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and there was an illuminator fault. Codes b01, c08, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the camera was returned to the manufacture for analysis. The returned camera did not power on with the amber fault light on, but it did light during testing. A check of the event log showed intermittent illuminator current low dating back to jul 2020. Otherwise, the camera passed an accuracy test (aak) at .300mm with a passing threshold of .350mm. There was an electrical issue observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.